Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age unknown) who was presenting a ventricular fribillation heart rhythm. The device was charged to 120 joules, but when the clinicians attempted to discharge the energy using the paddles with the device, a "poor pad contact" message was displayed on the screen. The clinicians then applied pressure to the universal cable at the paddle connector and the device discharged the energy. The clinicians then obtained another device and continued patient treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.